Event description:
It was reported that the left ventricular (lv) lead threshold is high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg bi-ventricular (bi-v) defibrillator (B)(6) 2011; 7120 implantable tachy lead competitor (B)(6) 2008; 4574-53 implantable pacing lead (B)(6) 2008.